Event description:
It was reported that during a "catheter implant/revision procedure"; the health care provider (hcp) was having difficulty with catheter placement because the patient had spinal stenosis.

Manufacturer narrative:
Catheter model #: unknown lot# unk implanted: unk explanted: unk.